Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during surgery, the device did not allow a complete mesh of the skin on the right side of the plate. There was a delay of 16 to 30 minutes. No harm or injury reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the device does not work correctly : on the right side, the half of plate is not meshed.. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 14 november 2019 revealed that the right side of the unit was out of calibration, and the stabilizer foots and gear were damaged. It was also determined that the 4 cutters that were returned with the device were defective. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the bearings, stabilizer foots, and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. Probable cause/root cause: although the reported event was confirmed during inspection of the device, and the device was noted to be functioning as intended after the device was recalibrated and the gear was replaced, it cannot be determined from the information provided what caused the device to not work correctly. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.